Event description:
It was reported by the customer that the device had a fault code logged in memory indicating a potentially critical failure. There was no pt use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an inoperative ic chip, designator u8.